Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: no activity related to the complaint observed in the black box or download history. The battery compartment and cap are intact with no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for 24 hours, no overheating or alarms duplicated. The pump's electrical current draws were found within specifications. The pump cover removed no evidence of internal moisture found. No defects found to power flex, battery connections. No damage found to tvs4 component. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.